Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the end part of the balloon pinhole ruptured upon first inflation at 8 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.